Event description:
A discordant, falsely elevated sodium result was obtained on one patient sample on a dimension vista 500 instrument. The operator looked at the patient's other results and the elevated sodium result did not fit with them. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument and resulted lower. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). After obtaining the discordant sodium result, the operator had rerun quality controls (qc) on the instrument and they were out of range. During troubleshooting, the ccc specialist primed the system, auto-aligned server 1 probes, the integrated multisensor technology system (imt) probes, and the imt module. Reagent probes 1 and 2 failed alignment tests and an error message was produced when the ccc specialist attempted to resolve reagent probe 1. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a powerflush on the imt system, replaced and auto-aligned the imt probe, primed the imt system and verified the flow of all standards, auto-aligned the imt system, and performed a check on the imt system, which passed. The cse also ran a successful quickcheck, replaced the imt rotary valve and peristaltic pump tubing, replaced the imt sensor, and replaced and primed all imt fluids. The cse performed a precision study, diluent check, and ran qc to verify that the instrument was operational. The cause of the discordant sodium result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.